Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: not observed through leak test inspection. Particles in valve: not observed through visual inspection. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis delamination partial valve and plug strap disk shell wear abrasion and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "deflation". Later healthcare professional reported "saline implant leak". Later healthcare professional reported "particles in valve". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "deflation". Later healthcare professional reported "saline implant leak". Later healthcare professional reported "particles in valve". Later healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. The device was explanted.

Event description:
Healthcare professional later reported "particles in valve" and capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side "deflation". The device remains implanted.

Manufacturer narrative:
Clarification to d6a. Implant date: (B)(6) 2005 further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.